Event description:
Clinical study. Same case as MFR # 6000089-2004-01156,01155,01158,01159.) The pt was enrolled in program in 2004. Target lesion 1 was identified in the mid lad with 100% stenosis and a 2.5 mm reference vessel diameter. Lesion length was not given. Target lesion was treated with pre-dilation and placement of a 2.5 x 20 mm taxus stent. There was no reflow past a large septal perforator and with difficulty the stented area was post-dilated and 3 add'l taxus stents were placed (2.5 x 16 mm, 2.5 x 16 mm, and 2.5 x 12 mm). Repeat angiography still revealed no reflow in the distal vessel, ic nitroglycerin, adenosine, nipride and heparin were administered with no improvement in flow. It was decided to deploy an angiojet device. Angiography revealed propagation of the dissection or thrombus up into the ostium of the lad. A temp pacing wire and an intra-aortic balloon pump were placed. Upon evaluation by surgery, it was felt the pt was not a surgical candidate, noting that the most likely etiology of the no reflow was severe thrombus. The angiojet was advanced to the distal vessel and multiple runs were performed with some improvement in flow. Ivus revealed no significant thromubs nor definite evidence of a dissection. There was suggestion of an intimal flap just proximal to the most proximal stent. A fifth taxus stent (3.0 x 12 mm) was placed and the enitre stented area was post-dilated. Administration of ic nipride, nitroglycerin, and adeniosine and further angiojet runs also resulted in no reflow past the first septal perforator. The pt had two episodes of ventricular fibrfillation treated with cardioversion. The pt was hemodynamically stable and pain-free and was transferred to the ccu. The pt was placed on digoxin, captopril, coreg, amiodarone, coumadin, plavix, aspirin, lasix, and two liters of home oxygen and discharged 15 days later. The pt presented to the emergency dept 2 days later with melena and hematemesis. The pt underwent endoscopy and was found to have a perforated gastric ulcer the next day. The pt was taken to the or and the perforation was repaired. The pt developed wound dehiscence and respiratory failure secondary to pneumonia and was taken back to the or for closure of abdominal fascia and placement of a permanent tracheostomy 11 days later. The pt continued to deteriorate despite pressor and ventilator support. The pt did not wish a prolonged hospitalization and the ventilator was discontinued 15 days later at 13:41. The pt was pronounced dead at 13:55. An autopsy was not performed.